Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the operating surgeon observe any suture deficiency or anomaly before, during or after its use in the patient: during its use. Did any piece of the needle fall inside of the patient? If so, was the needle piece removed and how: no. When did the needle pull off (while in the package / during dispensing / during preparation / during use): during its use. Can you identify the product code and lot number of the device used: no. Are there any samples available to be returned for evaluation: no.

Event description:
It was reported that the patient underwent gastroplasty procedure on (B)(6) 2016 and suture was used. During the procedure, the needle pulled off from the suture. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. No additional information will be provided.